Event description:
An FDA medsun report: (B)(4) was received stating that: rrt [registered respiratory therapist] and nurse were in patient's bed space when patient's ventilator started to make a noise and went into invasive high flow. Rrt had to turn ventilator off to go back to the previous mode. Patient's heart rate dropped from 150's to 90-100's during the event and sats dropped to low 80's. Once the patient recovered the ventilator was swapped out. Manufacturer's ref#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No investigation of the ventilator was requested. The user facility reportedly evaluated the ventilator after the event. The claimed mode switch could not be reproduced. It passed pre-use check and was put back into service with no issues. No parts were replaced. Per design, the ventilator cannot switch mode by itself. This is a direct user driven action. There is no ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A correction of field # h10 - related report number was required. H10 - related report number - previous related report number: missing. Corrected related report number: (B)(4).